Event description:
Blood glucose levels high in the evening and the next morning. Infusion site was changed, still high sugar at lunch, changed insulin. Removed cartridge and followed steps appropriately to rewind and load cartridge. Pump displayed 146 units when load was complete. Primed pump down to count of 84 units but no insulin came out. Insulin did come out when mom removed cartridge and manually primed. The piston rod was not moving.